Event description:
Philips received a complaint on the v60 ventilator, indicating that the device was experiencing a 35 volt power failure. The device was reported to be outside of use at the time of the reported problem. The remote service engineer (rse) recommended checking if the device required a replacement power managment (pm) printed circuit board assembly (pcba). In a good faith effort (gfe) response from the authorized service provider (asp) received, it was stated that the diagnostic report (drpt) for the device was not downloaded or available. It was determined that it was not the pm pcba causing the error, but the motor controller (mc) pcba. The asp stated the device was out philips factory warranty period. The device was, however, within the customers device dealer company warranty period, so the customer opted to go with 3rd party service from the dealer company engineers for repair. No further work was performed by philips and no further information is available regarding the device issue. The investigation concludes that no further action is required at this time.